Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tip of product was inserted into anchor but implant was broken, as patient's bone was hard.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, upon attempted insertion of the anchor, the implant fractured. Another anchor implant was able to be inserted, but it was reported that the insertion was somewhat difficult. No further patient consequences were reported. Attempts have been made, and additional information on the reported event is not available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.